Event description:
It was reported that during the implant procedure, it was impossible to fasten the lead into the rv defib port of the device. A different device was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, a loose/detached set screw, and a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.